Event description:
It was reported that a device which was being checked in clinic routinely showed stored electrograms and ams entry which appeared to be noise. Egm showed no noise was sensed on the ventricular channel. Baseline deflection was evident on the v bipolar intercardiac egm. Pt will continue to be monitored normally and they will call back if further instances such as this are seen.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.